Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced, the system software was reloaded, and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system was displaying intermittent communication failure error messages after taking fluoroscopy shots. These error messages likely caused the system to shut down or lock up. There is no report of pt injury associated with this event.